Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent and unknown procedure on an unknown date and barbed suture was used. During the surgery, the needle was detached from the suture during use. It was not a control release needle. There were no adverse consequences to the patient.